Event description:
During a hip arthroscopy procedure, while using a dyonics rf-s whirlwind 90 degrees probe, the physician noted that it appeared as if one of the ball electrodes from the distal end of the wand was missing. Utilizing a magnification camera system, the physician confirmed the electrode was no longer attached to the wand. The missing electrode was not able to be recovered, however, an x-ray of the pt's joint space revealed a small, unidentifiable piece of material. As the physician was not able to visibly locate the electrode via a camera scope, it remains in the pt. The procedure was delayed 75 minutes as a result of this event. No pt complications have been reported.

Manufacturer narrative:
Attempts to f/u with the facility to obtain the pt age, gender and condition, as well as the device lot number have been unsuccessful. Therefore, no MFR or expiration date can be determined.